Event description:
On 6/26/2025, dealer ability medical supply, inc reported a warranty complaint to roho customer experience representative that their client (B)(6) had a roho cushion model qslgmpc. The representative from ability medical supply stated the clients cushion was no longer holding air in the left rear quadrant of the cushion. The representative stated that he was unable to identify how the cushion was losing air. He stated the client had developed a pressure sore on their buttock in the location of the deflated cushion. A warranty replacement was entered for the defective cushion.

Manufacturer narrative:
The distributor was provided a replacement cushion under warranty and requested to return the reported cushion to roho for investigation. As of the time of this report, the return cushion has not been received by roho. Updated investigation will be provided should the cushion be received for evaluation. Manufacturing records indicate the cushion passed all inspections and verifications.